Event description:
Reporter indicated, a vns therapy generator could not be tightened during end of service generator revision surgery. It was stated when the surgeon "tightened a screw of the generator, one of the screw head was stripped." The surgeon could "not hear the click sound of a torque controlled screw driver, and... Could not loosen the screw. It is a model 104 stimulus generator and a screw of a negative port is broken. It is ok for now because both connectors are tightly secured, however, it will be a problem when we need to replace stimulus generator next time." Good faith attempts to obtain additional info were unsuccessful.